Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hypoglycemia. Customer¿s blood glucose level at the time of incident was 40 mg/dl. Customer was treated with food and glucose tablets, intravenous and glucose injection. Based on customer insulin pump was not over delivering. Customer is able to upload to carelink. Customer stated that auto mode feature was not on. The device will not be returned for analysis.